Event description:
Severe pelvic pain, sepsis, hair loss, weight gain, insomnia, brittle teeth, rash/hives, debilitating cramps, heavy bleeding, excruciating migraines, anxiety, depression, fatigue, bloating, pregnancy, heavy metal poisoning (nickel), heart palpitations, fainting spells, numbness/tingling in arms hand and legs, backaches, respiratory issues, immune deficiencies, chronic illnesses.